Event description:
The patient was undergoing a uterine fibroid embolization procedure using a px slim delivery microcatheter. During the procedure, after advancing the slim microcatheter to the site of the fibroid, the physician proceeded with an angiography. During injection, contrast began to leak around the hub of the slim microcatheter. The procedure successfully continued using a new px slim delivery microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Result: the px slim proximal shaft was kinked approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a uterine fibroid embolization procedure using a px slim delivery microcatheter. During the procedure, after advancing the px slim to the site of the fibroid, the physician proceeded with an angiography; however, during injection, contrast leaked around the hub of the microcatheter. A wire was introduced and the px slim was exchanged for a new px slim delivery microcatheter. Evaluation of the returned device revealed a kinked proximal shaft distal of the hub. This type of damage typically occurs due to improper handling during use. If the device is maneuvered at an angle while force is applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.